Event description:
It was reported that the rn called to question "why pump went into operator mode spontaneously." The rn stated the pump was in use since 11/30 with no issues. Pump was in autopilot in 1:1 assist ratio. Another rn was watching the pt and she heard 2 beeps "like a cell phone ringing." When rn checked the pump, she stated it was in operator mode; no alarm sounded. Rn stated they had the pump programmed to print a strip every 30 minutes and one did print while pump in operator. Besides being in operator, the strip also noted that the arrhythmia timing is off. The clinical support specialist (css) informed the rn that both these settings would require the operator to change the settings. Rn feels certain no one was manipulating the controls. Check of the status code showed "4", no ap signal. Css said that this should not cause the pump to change the operation mode, but could affect the timing until arterial pressure (ap) signal is restored. Rn does not recall any loss of ap signal recently. Rn put the pump back into autopilot and it has pumped well and continues to utilize the fiberoptix sensor (fos) waveform. Css instructed the rn that if this occurs again, to exchange the pump and send to biomed to be checked. If it does not reoccur, send the pump to biomed after removal from pt.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.